Event description:
A hospital reported that a leak was discovered in an rt109 adult breathing circuit while carrying out a routine check, before pt use. Not pt consequence was reported.

Manufacturer narrative:
The product referred to in the event description is not sold in USA but it is similar to a product which is sold in the USA. The 510 (k) for the similar product is k983112. The returned breathing circuit was pressure tested for leaks. The breathing circuit was also immersed in a water bath to locate the source of any leak and visually inspected for holes. Results: a leak outside the allowable limits was measured during the pressure test. In the water bath testing, the leak was identified to be coming from a small hole in one of the breathing tubes. On visual inspection, the edges of the hole in the breathing tube were observed to be pointing towards the inside of the tube. Conclusion: all breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests the hole exposing the leak must have developed post production during transport, storage or use. The shape of the hole with the edges pointing inwards is consistent with the tube being pierced from the outside by a sharp object. Our monitoring and trending of leaks in conventional adult breathing circuits has a rate of occurrence worldwide in the last year.